Manufacturer narrative:
Based on the information provided, isi has not determined the root causes for the alleged operative complication experienced by the patient. The following information regarding the reported event is unknown: name of the patient, site name where the robotic surgery was performed, name of the surgeon who performed the robotic surgery, date the surgery was performed, and the cause of the alleged operative complication. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: according to the initial reporter, the patient underwent an unspecified da vinci-assisted surgical procedure and allegedly sustained a punctured implant. However, at this time, the cause of the alleged operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred or caused/contributed to the patient's operative complication.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the initial reporter alleged that a woman sustained a punctured implant during robotic surgery.